Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no missing segments/partial display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of missing segments from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that the pump is damaged and half of the screen is black. The insulin pump will be returned for analysis.